Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient contacted support due to elevated blood glucose levels that had remained high since the morning. The patient stated they had recently adjusted their meal announcements to ¿less than usual¿ in response to experiencing low glucose levels the previous week. The patient expressed concern that these changes might have negatively affected the algorithm. The patient was advised that it was important to announce meals as accurately as possible and was encouraged to sync device reports and consult their endocrinologist. While on the call, the patient's glucose levels began to decrease. The patient indicated that blood glucose levels were affected, with a high of 222 mg/dl lasting approximately two hours outside the 70¿180 mg/dl range. No backup therapy was used, and no ketone testing, steroid injections, professional medical intervention, or other assistance were reported. The patient also reported experiencing a low glucose level of 31 mg/dl confirmed by fingerstick, which lasted about 20 minutes. The patient treated the low using glucose tablets. No immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.